Event description:
Complainant alleged that during the incoming inspection of the product, the device displayed message codes "pacer fault 122", "pacer fault 126", and "test fail". The complainant indicated that there was no pt involvement in the reported failure.